Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect ca19-9xr results for one patient. It is unknown if the patient has been diagnosed with pancreatic cancer. The following data was provided: on (B)(6) 2021, sid: (B)(6), initial result was >1200 ku/l, repeats with 1:10 dilution = 668.60 ku/l and 878.68 ku/l, repeat with 1:2 dilution = 1153.84 ku/l, repeat with 1:10 manual dilution = 770.01 ku/l, repeat on siemens = 344 ku/l. Patient¿s previous results were also high. No impact to patient management was reported.

Manufacturer narrative:
H6: component code: g01003. The complaint investigation for falsely elevated resulted included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 20018m800. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to be adequate. Device history record review was performed on lot 20018m800 which did not show any potential non conformances, deviations, or non-conformances. The historical performance of reagent lot 20018m800 was evaluated using field data. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 20018m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 20018m800. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr for reagent lot 20018m800 was identified.